Event description:
It was reported that blood leaked past the stopper of the bd plastipak¿ syringe.

Manufacturer narrative:
Investigation summary: three picture samples were received for evaluation by our quality engineer. A device history record review was completed for the provided lot number (1807258) and no quality issues were found during the production process that could have contributed to this incident. Ten retained samples of the same lot number were obtained from the manufacturing facility for further investigation. Investigation conclusion: through visual inspection of the pictures, leakage was observed past the ribs of the stopper component. Visual inspection of the retained samples did not reveal any damages or molding defects. Leakage testing was performed on the retained samples and each sample performed per specification. Root cause description: as a manufacturing related defect could not be identified, a definite cause for this incident could not be determined. Rationale: complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked past the stopper of the bd plastipak¿ syringe.